Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2022 and suture was used. During the procedure, the suture frayed during usage specifically during cannulation in cardiac surgery. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2022-02212.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: -unfortunately, the hospital does not have the device to return back. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.